Manufacturer narrative:
Device evaluation: one sample was returned for investigation. Based on the returned product and the picture included with the complaint, it can be confirmed that there was no mouthpiece included in the box (unless customer lost mouthpiece). During assembly, the mouthpiece is put in the autobagger, the autobag is sealed, and then manually inserted into the individual box with the rest of the device. It is likely that operator error caused the missing mouthpiece. A device history report (DHR) review showed that there were no nonconformities for this lot. A complaint history of the past two years shows that there are no related complaints for this device.

Event description:
It was reported that there were parts missing from the device. No patient harm or involvement reported.

Manufacturer narrative:
Other text: d4: UDI number unknown, d3: manufacturer name unknown, g5: 510k number unavailable, d4: expiration date and h4: manufacture date are not available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.